Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for evaluation. No parts returned.

Event description:
A medtronic representative reported a vertek arm that will no longer tighten properly. There was no patient present when this issue was identified.